Manufacturer narrative:
For follow up report #2 for MFR 8030665-2023-00166 a correction for g.3. Date received: the g.3. Date should have been (B)(6) 2023.

Event description:
A patient contact reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy experienced peritonitis and was hospitalized. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2023 following abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital (exact date unknown) presented with streptococcus anginosus in the culture and an elevated wbc count (exact count not reported). The patient was diagnosed with peritonitis due to a break in aseptic technique during ccpd therapy on the liberty select cycler at home. It was explained the patient does not wear a mask during pd treatments. The hospital did not provide prescribed medications in their reporting to the outpatient clinic; however, the patient was prescribed intraperitoneal cefepime at 1000 mg daily for two weeks by the outpatient clinic upon discharge from the hospital. The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2023. The patient recovered from this event as he remains asymptomatic. It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home post-discharge.

Manufacturer narrative:
Correction: a.2.

Event description:
A patient contact reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy experienced peritonitis and was hospitalized. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on 28/jan/2023 following abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital (exact date unknown) presented with streptococcus anginosus in the culture and an elevated wbc count (exact count not reported). The patient was diagnosed with peritonitis due to a break in aseptic technique during ccpd therapy on the liberty select cycler at home. It was explained the patient does not wear a mask during pd treatments. The hospital did not provide prescribed medications in their reporting to the outpatient clinic; however, the patient was prescribed intraperitoneal cefepime at 1000 mg daily for two weeks by the outpatient clinic upon discharge from the hospital. The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2023. The patient recovered from this event as he remains asymptomatic. It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home post-discharge.

Event description:
A patient contact reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy experienced peritonitis and was hospitalized. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2023 following abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital (exact date unknown) presented with streptococcus anginosus in the culture and an elevated wbc count (exact count not reported). The patient was diagnosed with peritonitis due to a break in aseptic technique during ccpd therapy on the liberty select cycler at home. It was explained the patient does not wear a mask during pd treatments. The hospital did not provide prescribed medications in their reporting to the outpatient clinic; however, the patient was prescribed intraperitoneal cefepime at 1000 mg daily for two weeks by the outpatient clinic upon discharge from the hospital. The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2023. The patient recovered from this event as he remains asymptomatic. It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home post-discharge.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain. It is well established that pd patients are at high risk for infections of the peritoneum. The root cause of this patient¿s peritonitis can be attributed to non-adherence to aseptic technique during ccpd therapy as reported by a medical professional. Non-adherence to aseptic technique is the leading source of transmission of peritonitis causing pathogens. This is further evidenced by the presence of a microorganism that is part of the normal flora of the human gastrointestinal (gi) tract and mouth. Therefore, the liberty cycler set can be excluded as a root cause or contributor to this patient¿s infection. Based on the required information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A patient contact reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy experienced peritonitis and was hospitalized. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2023 following abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital (exact date unknown) presented with streptococcus anginosus in the culture and an elevated wbc count (exact count not reported). The patient was diagnosed with peritonitis due to a break in aseptic technique during ccpd therapy on the liberty select cycler at home. It was explained the patient does not wear a mask during pd treatments. The hospital did not provide prescribed medications in their reporting to the outpatient clinic; however, the patient was prescribed intraperitoneal cefepime at 1000 mg daily for two weeks by the outpatient clinic upon discharge from the hospital. The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2023. The patient recovered from this event as he remains asymptomatic. It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home post-discharge.